Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up and was confused. They could not walk and was sweating. The cgm was 43 mg/dl and the bg was 13 mg/dl. The patient gave himself 6 glucose tablets and called paramedics. When paramedics arrived, they gave him 2 tubes of glucose and transported him to the hospital. At the hospital, they only provided the patient something to eat and he was discharged after 2 hours. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.